Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of over 600mg/dl. The customer stated that she was thirsty and tired. The customer stated that she changed the infusion set before going to the hospital because her blood glucose was high all day. However, the customer woke up in the morning with her blood glucose at 96mg/dl, and after she ate some toast, her blood glucose kept rising. The blood glucose reading at time of the call was 230mg/dl. Troubleshooting was performed. Ran a fixed prime test adn the insulin exited. No further information was provided.